Event description:
The customer reported that "the technical inspection agency detected that the pt leakage current is too high." This is a testing failure only. There was no report of pt or user impact.

Manufacturer narrative:
(B)(4). The customer reported that "the technical inspection agency detected that the pt leakage current is too high." This is a testing failure only there was no report of pt or user impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.